Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was damaged to the fibre bonding in the outer tube area (distal end) and no image was due to the broken charged coupled device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had cuts in the optical fiber tube. The issue occurred during setup. There was no patient involvement.